Manufacturer narrative:
The reported filter leak was confirmed by investigation. No product samples were received for investigation. However, the customer provided a picture of the filter in use. The picture documents fluid leaking that appears to originate from the filter vent. Without the return of the product a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review could not be performed because the lot number was not provided by the customer.

Manufacturer narrative:
The sample is not available for investigation.

Event description:
The event happened on an unspecified date in (B)(6) 2019. The customer reported the filters on an unspecified sapphire set leaks during administration of tpn and smof lipids. There is patient involvement, but no harm reported. The customer stated the patient is reliant on daily tpn and smof lipids for all of her hydration and nutritional needs. The patient is typically connected to two sapphire infusion pumps for 18 hours a day, but on tougher days when she requires additional hydration, a third pump is used for 3 extra hours of fluid infusion. Additionally, the customer stated they have tried multiple iterations of set-ups with various pump sets, extension, and alternative filters in an attempt to find a successful system; however, they have all leaked. This record captures the third of three devices.